Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.